Manufacturer narrative:
The 510 (k) # is k093745.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from the (B)(6) alleging that 5 out of 10 one touch verio test strips were missing from a one touch verio meter kit. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient alleged a missing test strip issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.